Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic for a generator change. Upon interrogation, the patient's right atrial (ra) lead was found to have low pacing impedance and over-sensing of noise. Insulation breach was suspected as the root cause. The lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.